Event description:
It was reported that the complete system, including this cardiac resynchronization therapy defibrillator (crt-d), was explanted due to infection in the pocket area. No additional adverse patient effects were reported. A new device was successfully implanted the same day. There product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device underwent functional testing and baseline checks were completed with no failing conditions. All testing completed on the device passed or was not applicable and no problems were detected. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported infection.

Event description:
It was reported that the complete system, including this cardiac resynchronization therapy defibrillator (crt-d), was explanted due to infection in the pocket area. No additional adverse patient effects were reported. A new device was successfully implanted the same day. There product was received for analysis.